Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension and blood pressure. Concurrent conditions included depression, generalised anxiety disorder and hyperlipidemia. On (B)(6) 2008, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("dysmennorhea (cramping"), migraine ("migraine, nuero condit/prob/ migraines/headaches"), alopecia ("hair loss") and amnesia ("neurological conditions or problems: memory loss"). In 2016, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation and hystrectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the vaginal haemorrhage, menorrhagia, migraine, alopecia and amnesia was resolving. The reporter considered abdominal pain, alopecia, amnesia, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, gen. Abnorm. Bleed diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2008: confirmation test(s) (unspecified) bilateral occlusion. Total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), memory loss. Reporter information,medical history, events onset date, events outcomes were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping"), migraine ("migraine"), nervous system disorder ("nuero condit/prob") and alopecia ("hair loss"). The patient was treated with surgery (hystrectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and dysmenorrhoea had resolved and the migraine, nervous system disorder and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, genital haemorrhage, migraine, nervous system disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, gen. Abnorm. Bleed. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury was replaced with new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, gen. Abnorm. Bleed, migraine, nuero condit/prob, hair loss. Lab data added. Outcome updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.